Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keeps blocking the insulin so they took the infusion set off. The customer reported the infusion set¿s cannula was bent. The customer stated the issue happened again and they received an insulin flow blocked alarm. They were sleeping when they received the alarm. The customer¿s blood glucose level was 192 mg/dl. The product will not be returned for analysis.